Event description:
It was initially reported by the surgeon that he noticed high lead impedance warning in the operating room when he was trying to replace the generator for end of service. F/u with the company rep revealed that the pt was referred to battery replacement surgery due to end of service. When the treating physician referred the pt for eos replacement, they did not get any high impedance reading so she believed that the event happened between the schedule date and the operating room date. No pt manipulation or trauma was reported. Xrays were also not taken. The high impedance was noticed when the pt was in the operating room so it could have happened in that time frame. Pt did undergo full revision surgery. Explanted device will not be returned to manufacturer for analysis as the hospital does not return them.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.